Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, a pump indicated an error code. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact. The back-up-capacitor had a broken wire. There was evidence of the reported problem on the pump display as the event history log was unable for download due to the capacitors broken wire . The reported complaint was duplicated/verified during the investigation and the broken wire on the capacitor was the cause of the reported problem. For corrective action, it was recommended that the back-up-capacitor to be replaced. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Product is beyond 5 years from manufacture date of 2017-11 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.